Event description:
It was reported one of patients scs lead was exhibiting high impedances and unable to be placed in MRI mode. As such surgical intervention was undertaken wherein the leads were explanted and replaced with a penta lead. Effective therapy was followed after the procedure.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000128875. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.